Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that the system shutdown at the beginning and in the middle of the case. There was no delay to the procedure and no impact on the patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735737, serial/lot #:(B)(4); product ID: 9735773 ; product ID: 9735787. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b5, d10, h3 updated. Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6), UDI#: (B)(4). Product ID: 9735773, serial/lot #: (B)(6), UDI#: (B)(4). Product ID: 9735787, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: software analysis confirmed the reported issue was related to system hardware. The system logs did not capture any core files or segfault. Hardware analysis of the battery confirmed the reported issue. The returned battery was tested with the accompanying uninterruptible power supply (ups). The battery heated up during testing due to overcharging and the ups shutdown. Hardware analysis of the ups did not confirm the reported issue. No fault was found with the returned ups. H6: codes c02 and d02 pertain to the system checkout and battery (B)(6) analysis. Codes d19 and d14 pertain to software and uninterruptible power supply (ups, 9735787) analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that the system shutdown at the beginning and in the middle of the case. There was no delay to the procedure and no impact on the patient outcome. Additional information indicated the reported issue occurred during navigation. Registration was successful and the site just finished making a burr hole and started to navigate when the system shut off.

Manufacturer narrative:
H3: the manufacturer representative tested onsite the navigation system and it registered a pass in system checkout. The battery and the uninterrupted power supply (ups) were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.